Event description:
Ref MDR #2242445-2013-00014, for the first event involving the same pt. It was reported that the event occurred while in the cath lab prior to insertion. During pretest of the second balloon using the syringe kit, the balloon ruptured. As a result, the catheter was not used. A new kit was opened and used successfully. There was no report of pt death, complications, or injury. No medical/surgical intervention was required. There was a delay or interruption of therapy with no harm to the pt noted. The pt outcome is good. Additional information received (B)(6) 2013, stated the user does not know the exact inflation volume used, but they did use the syringe frok the kit to inflate the balloon. The lot number for the third kit used successfully was the same lot number as the other kit that ruptured (mf2080315). An update received on (B)(6) 2013, clarified that the event occurred after insertion, not prior to insertion as originally stated. The balloon was actually functioning without any problems during the inflation test, but ruptured after insertion.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.